Event description:
It was reported that patient experienced constant pain down the right side of the body a week after implant procedure. The patient went to the emergency room (ER), however, they were not able to see anything on a computed tomography (CT) scan and there were no signs of infection. The physician believed that the pain was not device related but the cause was unknown. The patient was seen and evaluated and reported to be doing well.